Manufacturer narrative:
(B)(4). Concomitant medical products: unk head, pn unknown, ln unknown; unk stem, pn unknown, ln unknown; unk liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06240, 0001825034-2018-06241, 0001825034-2018-06239. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about product identification of a g7.